Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that the device was eating skin. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was november 7, 2016 where it was reported that the device was not working and there was nothing replaced due to the device functioning as intended. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformance, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 20, 2017 revealed that the calibration was within specification and produced a complete cut with our test mesher. When the device was disassembled the side plates were worn and needed replaced and the gear also needed to be replaced. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 20, 2017 which included replacement of the worn bushings, worn side plates, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the device was eating skin¿ was not confirmed since during initial inspection the device produced a complete cut with zimmer biomet¿s test mesher. The reported event was not confirmed since during initial inspection the device produced a complete cut with zimmer biomet¿s test mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was eating skin. No known adverse event was reported. No adverse events have been reported as a result of the malfunction.